Manufacturer narrative:
(B)(4). The customer returned a 2-lumen catheter for evaluation. No evidence of use was observed. Visual examination of the catheter revealed that a portion of the body was deformed and flattened approximately half way between the juncture hub and the distal tip. The damage was consistent with the catheter body getting caught in the lidstock seal during the packaging process. However, the packaging or finished kit was not returned to confirm. The overall length of the catheter body measured 218mm which is within specification of 207-227mm per product drawing. The customer report of a deformed catheter body was confirmed through evaluation of the returned sample. The catheter was observed to be flattened around halfway between the juncture hub and distal tip. The defects observed on the catheter are consistent with the catheter body getting caught within the lidstock seal during the packaging process. However, neither the packaging lidstock nor the tray were returned to confirm. Therefore, the root cause of this investigation is undetermined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The complaint is reported as: the patient was having an arterial line inserted pre-operatively. The anesthesiologist inserted the arrow quickflash and when he went to remove the wire, it would not come out. The wire was catching on something. The only way to remove the wire was to remove the quickflash in its entirety. Another quickflash was inserted and there were no adverse effects to the patient's outcome.

Manufacturer narrative:
(B)(4). The preliminary evaluation of the returned device indicates swg/needle resistance - unraveled.

Event description:
The complaint is reported as: the patient was having an arterial line inserted pre-operatively. The anesthesiologist inserted the arrow quickflash and when he went to remove the wire, it would not come out. The wire was catching on something. The only way to remove the wire was to remove the quickflash in its entirety. Another quickflash was inserted and there were no adverse effects to the patient's outcome.